Event description:
The customer reported that a blast specific flag was not recovered for a single sample run involving the unicel dxh 800 coulter cellular analysis system. The erroneous results were reported out of the laboratory. The customer stated that the ordering physician questioned the differential results, and a manual differential review was performed which revealed the presence of 12% blast cells. The differential results reported from the dxh 800 analyzer did not match the results obtained via a manual smear which were considered correct. The customer repeated the sample on an alternate dxh 800 analyzer and recovered blast flagging on the rerun results. There was no change or affect to patient treatment in connection with this event. The patient diagnosis could not be disclosed as per the customer. Beckman coulter's review of the provided data indicated that the initial run recovered higher neutrophils without specific differential suspect messages.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse cleaned the flow cell and performed optimization of the multi-transducer module (mtm) and flow cell. The fse collected raw data for analysis, and the analysis revealed that the sample had 12% blasts but the sample histograms showed abnormal patterns in both runs. The algorithm set a lymph blast flag for the second run, but did not flag the first run. The neutrophil and lymphocyte populations overlapped each other in the first run, but the degree of abnormality was not significant enough for the algorithm to set blast flag.